Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that a test circulation pump was installed in decon for unit to fill. The circulation pump was serviced. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device did not fill. They checked for the diagnostics during filling showed that the circulation pump did not generate any pressure. They discussed this was indicative of a failed circulation pump. They stated to discuss repair options with management. As per sample evaluation results on 05oct2023, it was reported that the l-tube & double l-tubing appears distended/expanded. Tank gasket lifted when removing the tank tube. Performed 2000 preventive maintenance service on the unit.

Event description:
It was reported that the arctic sun device did not fill. They checked for the diagnostics during filling showed that the circulation pump did not generate any pressure. They discussed this was indicative of a failed circulation pump. They stated to discuss repair options with management.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.